Manufacturer narrative:
Ni

Event description:
This report of "white smoke" coming from the sterrad nx was confirmed by the service team who found the plastic plug of the vacuum pump broken. The reported "white smoke" was an oil mist. There was no source of any fire or smoke from any burning. The plastic vacuum pump plug was replaced with a steel plug to resolve the issue. There is no report of injury or harm to any healthcare worker. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2009. As of (B)(6) 2011, two years passed since the last report of serious injury associated with oil mist vapors. This service report was received by asp from the country affiliate on (B)(6) 2013 (2 years and 9 months late). (B)(4) 2010 alert date. (B)(4) 2013 received date. (B)(4) 2013 open date.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, the failure mode effects analysis, the system hazard and user misuse analysis and corrective action/preventive action the DHR (device history review) for sterrad® nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad® nx was reviewed from september 2012 through march 2013 and no significant trend was observed. Trending analysis for haze / oil mist issues associated to the sterrad® nx from december 2009 through november 2010 found that the risk acceptability is "alarp". Trending analysis for haze / oil mist issues associated to the sterrad® nx from june 2012 through may 2013 found there is no significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered none/negligible. The fmea (failure mode effects analysis )risk associated to failure of the vacuum pump oil plug has been addressed and is acceptable. The shuma (system hazard and user misuse analysis) was reviewed. The risk associated to mild exposure to oil mist has been addressed. The risk is considered "broadly" acceptable. The CAPA (corrective action/preventive action) was reviewed for root cause of vacuum plug failure. A CAPA investigated the root cause of the vacuum plug failure finding h202 exposure causes deterioration to the plug. The fse replaced the vacuum pump plug to resolve the issue.